Manufacturer narrative:
Without a lot number a device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
On (B)(6) 2011, it was determined by the synthes global compliance mgr and the complaint unit that a procedure on (B)(6) 2011, witnessed by compliance auditor, should be reported to the complaint unit. Pt was first implanted with ex-fix system on an unk date. Pt returned to operating room for implantation of a medial distal tibia plate and a fibula plate on an unspecified date. On (B)(6) 2011, pt returned to operating room for scheduled removal: the fibula plate was removed, healing had occurred. It was found intraoperatively that the medical distal tibia had not healed as well as intended. Pt was revised to a hind foot arthrodesis nail to achieve fusion. This is one of two reports for this event.